Manufacturer narrative:
B3: date of event was estimated based on the date boston scientific became aware of the event. D3: manufacturer address (B)(6).

Event description:
It was reported that a stroke occurred. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure. There were no patient complications at the time of the procedure; however, the patient presented later with a stroke. There has been no additional information received regarding patient status despite multiple inquiries.